Event description:
Hospital alleged that pump was set up to infuse tpn at a rate of 31.5ml/hr. At 10:00 p.m. The volume infused displayed 590.4ml. At 11:00 p.m. The volume infused displayed 721.3ml. The pump had been used on the patient for approximately 23 hours when this occurred. There was no pt consequence.